Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure the patient experienced an unexpected outcome. Additional information was provided by a certified ophthalmic assistant (coa) that the lens was removed and replaced during a second procedure. The coa also reported that, in the surgeon's opinion, it is unknown if the iol caused/contributed to the event. Posterior capsular opacification has been observed.